Event description:
As reported, during a robotic hysterectomy procedure, the qd adapter of the bard/davol x-stream tubing set on the nd trumpet valve broke off during use. It was reported that the piece that broke off was retrieved and the or staff used a different device to finish the case. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol x-stream qd adapter on the nd trumpet valve broke off. The x-stream nd trumpet valve was returned for evaluation. Visual evaluation of the sample finds that the qc adapter is broken with a piece remaining screwed into the nd trumpet valve body. There were no manufacturing anomalies found. Overtightening the adapter or applying excessive side load to the tip during use or removing the nd tip at an angle could have resulted in breaking the qc adapter. Based on the sample evaluation and investigation performed, the most probable root cause is likely the result of forces applied while in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in july, 2021. Note, the date of event is considered to be a best estimate as (B)(6) 2021 based on the date of awareness.